Manufacturer narrative:
Philips service replaced the x-ray tube and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the x-ray tube was defective, causing a small focus error on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.